Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out due to eol, externalized conductors were observed. The lead was capped and replaced the patient condition was good.